Manufacturer narrative:
The field service representative (fsr) could not reproduce error after cycling power. He checked for loose connections with screen and found no issues. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the screen showed fail 4, then went blank and wouldn't turn on. As a result, there was a 1 minute delay in the procedure as the product was changed out. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. As per clinical review on (B)(6) 2017: during cpb, a fail 4 message was posted on the arterial roller pump and then the flow display window blanked. Power to that pump was re-set but the display remained blank. As flow rate was not displayed and known, this roller pump was changed out during cpb. The arterial pump was stopped and the arterial and venous lines were clamped. The arterial pump tubing was removed from the pump and the pump was removed from the base. A back-up roller pump was placed on the 8000 base and the tubing was installed. The tubing occlusion was checked, and the arterial and venous line clamps were removed and cpb was re-initiated. The time off cpb was about 1 minute. No other issues occurred the remainder of the procedure. The case was completed successfully, without associated blood loss. There was a 1 minute delay in the procedure as the pump was changed out. There was no harm observed.